Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer generated erroneously low neutrophil (ne%) and erroneously high basophil (ba%) results for one patient. There were no instrument generated flags. The erroneous results were not reported out of the laboratory. Repeat tests were performed on the same instrument and the results were considered correct per the patient's delta check. There was no report of death, injury or changed to patient treatment. The field service engineer (fse) confirmed the reported problem. The fse found that the pins (rods) that move the diff shear valve back and forth were worn down, and replaced the diff shear valve. The instrument performance was verified and the results were within the specifications.